Event description:
It is reported that the patient experienced a high blood glucose level. Level is 500mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. A no delivery alarm might have played a role in the high blood glucose level. The device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.